Event description:
During the implant procedure, low pacing impedance on the right ventricular (rv) lead was noted. The lead was exchanged, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray inspection did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.